Event description:
The customer found smoke coming from the scan room door. Upon entry, the room was filled with smoke. The customer contacted philips service and was instructed to turn off the main power to the system. The field service engineer arrived one hour later and replaced the cathode power module.

Manufacturer narrative:
The part involved in this event has been returned to us for analysis and we will file a follow-up MDR at the completion of the investigation. Internal cross reference: (B)(4).